Manufacturer narrative:
The returned part was reviewed by a quality engineer who determined: the probe tip sheared cleanly off just before the 40mm graduation mark where the probe tip transitions to a thicker (stronger) tapered section. The probe was examined using an inspection light with magnification; no deformities in the metal were observed. The probe od showed no evidence of tool marks or impacts which could have contributed to probe tip shearing off. The broken probe tip was not returned for evaluation. The most likely cause of the tip shearing off was during use stress concentrations built up where the probe tip transitions from the flat section to the thicker cylindrical tapered section.

Manufacturer narrative:
Patient weight not made available from the site. Return requested for navlock thoracic probe. Medtronic investigation of returned suspect navlock thoracic probe confirmed the reported issue. The tip of the probe was broken off. Found impact marks at the back end of the probe, inserted the probe in to the navlock tracker and probe slid in easily with no issues. Broken tip - mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, transforaminal lumbar interbody fusion (tlif), when the surgeon was probing the pedicle of l5, the tip of their navlock thoracic probe broke off. The thoracic probe became lodged in the bone and when the surgeon attempted to remove the probe, the tip broke off in the vertebral body. The surgeon retrieved the broken tip from the patient and continued the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. Confident that the fragment was completely removed, the surgeon opted not to x-ray the patient.